Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer fell while playing causing the pump touchscreen to crack. The pump was not functional. There was no reported adverse impact to customer's blood glucose.